Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The lesion was located in a moderately calcified and moderately tortuous aorta abdominalis. The eql/20/7/2/65 balloon was being used to pre dilate the lesion prior to implanting a stent graft. On the first inflation, the balloon ruptured below 4.8cc. The procedure was completed with another of the same device. No patient complications were reported and then patient's status is good.